Event description:
It was reported that the lead dislodged. The patient mention that he hangs from a tree in order to do pull-ups. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.